Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced several issues. There was a high impedance issue with electrode number 7, which registered greater than 40,000, preventing the patient from increasing stimulation and settings not available message. Troubleshooting steps included reprogramming to remove electrode 7 from the programming, which allowed the patient to increase stimulation again. The patient was alive with no reported injuries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260; (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they had an error message on their stimulator when they went to adjust the settings. Patient said they could adjust the setting down, but could not go back up. Agent asked, patient confirmed they were seeing settings not available message when trying to increase stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced several issues. There was a high impedance issue with electrode number 7, which registered greater than 40,000, preventing the patient from increasing stimulation and settings not available message. Troubleshooting steps included reprogramming to remove electrode 7 from the programming, which allowed the patient to increase stimulation again. The patient was alive with no reported injuries. No patient complications have been reported as a result of this event. On (B)(6) 2025 the patient reported the cause of the message was a lead was not working so it was bypassed. It was discovered the battery was dead and would not charge. Patient reported they were sent a new battery and was able to charge up after a rep reprogrammed the device. The patient reported the issue was resolved. On (B)(6) 2025 the patient reported they met with a rep who identified the issue, with the patient noting "broken lead?" And the rep bypassed. The patient was not sure what the rep did, but they fixed everything.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.